Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that upon removing the tampon, the strings would fray and become less and less to have a grip on the string; twice this had happened and it was as though it was a major procedure to get that tampon out. No serious injury was reported.